Event description:
The customer reported that the system's screen randomly had white circular artifacts when turned on. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. No conclusion can be drawn as repair info is unavailable and no additional svc info was provided.